Event description:
It was reported that the sterile packaging was compromised. A 2.50mm x 12mm emerge balloon catheter was selected for use. However, when it was ripped open, the sterile packaging was compromised. The procedure was completed with another of the same device. There were no patient complications reported.